Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was not giving insulin and had motor error. The customer¿s blood glucose value was unknown at the time of incident. The insulin pump and reservoir will not returned for analysis.